Event description:
It was reported that a large volume infusor leaked from the bladder. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from march 23, 2023 to march 27, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection observed fluid inside the device bottle which suggested a leak occurred. Signs of damage could not be clearly observed from the bladder inside the device bottle. The reported condition was verified. The cause of the condition could not be determined as no further evaluation could be performed due to the nature of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.